Event description:
It was reported that an impella 5.5 pump was placed to support a patient with known cardiomyopathy listed for transplant of both heart and kidney. The patient reported nerve pain in the arm which was treated by medical therapy. The pump experienced intermittent optical signal issues so the placement signal was recalibrated. Later, the patient received organ transplants and the impella was explanted.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.